Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine office check, it was noted that there were atrial lead noise events being recorded at ams events. The lead was reprogrammed. The patient was stable and would continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2020-03189.